Event description:
The pt underwent knee surgery and the hardware inserted subsequently bent and broke, resulting in additional surgery and medicare care. Latest information indicates surgeon contends there was breakage of the two most distal screws. Information available does not indicate which screws broke post op. This device is used for treatment.